Manufacturer narrative:
Block h2: correction: block e1(initial reporter fax). Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter. H11: investigation results: the returned resolution 360 ultra clip was analyzed, and it was observed during visual inspection that the device was returned without the clip assembly. The clip had evidence of full of deployment and the control wire was kinked. Microscopic analysis was performed and showed evidence of full deployment and that the control wire was kinked. Media analysis of the attached photo was performed, which showed a photo of the shipping information of the returned device. No other problems with the device were noted. The reported event of difficult to release from catheter was confirmed. Upon analysis of the returned device, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment and using pliers to pull out the control wire to aid clip deployment, may have contributed to the reported event. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Event description:
B5: note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clip devices were used during a colonoscopy procedure to treat polyps in the colon, performed on (B)(6) 2025. During the procedure, one clip had difficulty detaching from the catheter. Additionally, the same problem happened on the other resolution 360 ultra clip. Both clips were implanted. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clip devices were used during a colonoscopy procedure to treat polyps in colon performed on (B)(6) 2025. During the procedure, one clip had difficulty detaching from the catheter. Additionally, the same problem happened on the other resolution 360 ultra clip. Both clips were implanted. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.